Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the pump turned off in the middle of the night without prompting. Caller stated she did not put the pump into stop mode. Caller reported she felt it vibrate when she woke up and found that it was in stop mode. Verified pump my data shows the last error message on pump was an e2 battery empty at 3:09 pm yesterday. Caller stated she changed the battery at that time. Caller reported experiencing a blood glucose level of 240 mg/dl at 6 am; was able to self-treat by giving 4 units via pump after she put it back into run mode. Patient's normal range is 130-170 mg/dl. Patient stated there was no error message. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.